Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cuff inflation line detached from a portex soft seal cuff tracheal tube at the point it contacts the tube wall. This incident occurred in the intensive therapy unit and was observed upon inspection by the nurse caring for the patient. The patient was successfully re-intubated. No patient injury was reported.

Manufacturer narrative:
One used portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection was conducted at a distance of 12" to 24" and under normal conditions of illumination and it was observed that the inflation line was detached from the device. Further examination of the inflation line detachment, found that the cut was consistent with the inflation line being stretched until breaking. Investigation was unable to definitively determine the root cause of the inflation line detachment; however, no evidence was found to suggest a manufacturing defect. (B)(4).